Event description:
It was reported that this pacemaker device exhibited premature battery depletion (pbd). The device showed less than three months to explant and a high power consumption. Moreover, device data analysis determined that the power consumption of this pacemaker has been increasing during the past year. This device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in september 2018, which was expanded in june 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. (B)(4).

Event description:
It was reported that this pacemaker device exhibited premature battery depletion (pbd). The device showed less than three months to explant and a high power consumption. Moreover, device data analysis determined that the power consumption of this pacemaker has been increasing during the past year. This device was explanted. No additional adverse patient effects were reported.